Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and basedow's disease ("grave's disease") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and basedow's disease (seriousness criterion medically significant). The patient was treated with surgery (remove the essure® implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and basedow's disease outcome was unknown. The reporter considered basedow's disease and device dislocation to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and basedow's disease ("grave's disease") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and basedow's disease (seriousness criterion medically significant). The patient was treated with surgery (remove the essure® implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and basedow's disease outcome was unknown. The reporter considered basedow's disease and device dislocation to be related to essure. The reporter commented: she had need for an additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of implant/migration of essure device location of device: present along the right fundus") and basedow's disease ("grave's disease/autoimmune disorder type of disorder: graves disease,") in an adult female patient who had essure (batch no: 623215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia, migraine, headache, vaginitis, leukorrhea, bacterial vaginosis, uterine leiomyoma, adenomyosis and uterine fibroid. Ultrasound consult and endometrial biopsy done. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea cramping),"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced tooth fracture ("dental problems") and fatigue ("fatigue,"). Ion (B)(6) 2013, the patient experienced rash ("stomach rash") and groin pain ("pain right side of groin area"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced basedow's disease (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, anaemia ("blood or heart disorder/condition type: anemia") and depression ("depression"). The patient was treated with ferric ammonium citrate;folic acid, thiamazole (methimazole) and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, alopecia, vaginal haemorrhage, rash, headache, tooth fracture, dyspareunia, vaginal discharge, fatigue, depression and weight increased outcome was unknown, the basedow's disease, anaemia, dysmenorrhoea and groin pain had resolved and the migraine was resolving. The reporter considered alopecia, anaemia, basedow's disease, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, menorrhagia, migraine, rash, tooth fracture, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for an additional surgery discrepancy in insertion date-earlier date 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), stomach rash, migraines / headaches, blood or heart disorder/condition type: anemia, dental problems, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, previously reported event migration of implant/migration of essure device location of device: present along the right fundus clubbed with current reported event perforation (uterus), weight gain / loss specify which one: weight gain, hair loss added. Medical history, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of implant/migration of essure device location of device: present along the right fundus') and basedow's disease ('grave's disease/autoimmune disorder type of disorder: graves disease,') in an adult female patient who had essure (batch no. 623215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia, migraine, headache, vaginitis, leukorrhea, bacterial vaginosis, uterine leiomyoma, adenomyosis and uterine fibroid. Ultrasound consult and endometrial biopsy done. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea cramping),"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced tooth fracture ("dental problems") and fatigue ("fatigue,"). In (B)(6) 2013, the patient experienced rash ("stomach rash") and groin pain ("pain right side of groin area"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced basedow's disease (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, anaemia ("blood or heart disorder/condition type: anemia"), depression ("depression"), adnexa uteri pain ("stabbing pain in ovary"), cough ("cough") and tearfulness ("ready to cry"). The patient was treated with ferric ammonium citrate;folic acid, thiamazole (methimazole) and surgery (robotic total laparoscopic hysterectomy andbilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, alopecia, vaginal haemorrhage, rash, headache, tooth fracture, dyspareunia, vaginal discharge, fatigue, depression, weight increased, adnexa uteri pain, cough and tearfulness outcome was unknown, the basedow's disease, anaemia, dysmenorrhoea and groin pain had resolved and the migraine was resolving. The reporter considered adnexa uteri pain, alopecia, anaemia, basedow's disease, cough, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, menorrhagia, migraine, rash, tearfulness, tooth fracture, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had need for an additional surgery discrepancy in insertion date-earlier date 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media : tearfulness, cough, adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information updated. Event : stabbing pain in ovary, cough, ready to cry added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of implant/migration of essure device location of device: present along the right fundus') and basedow's disease ('grave's disease/autoimmune disorder type of disorder: graves disease,') in an adult female patient who had essure (batch no. 623215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia, migraine, headache, vaginitis, leukorrhea, bacterial vaginosis, uterine leiomyoma, adenomyosis and uterine fibroid. Ultrasound consult and endometrial biopsy done. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea cramping),"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced tooth fracture ("dental problems") and fatigue ("fatigue,"). In (B)(6) 2013, the patient experienced rash ("stomach rash") and groin pain ("pain right side of groin area"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced basedow's disease (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, anaemia ("blood or heart disorder/condition type: anemia"), depression ("depression"), adnexa uteri pain ("stabbing pain in ovary"), cough ("cough") and tearfulness ("ready to cry"). The patient was treated with ferric ammonium citrate; folic acid, thiamazole (methimazole) and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, alopecia, vaginal haemorrhage, rash, headache, tooth fracture, dyspareunia, vaginal discharge, fatigue, depression, weight increased, adnexa uteri pain, cough and tearfulness outcome was unknown, the basedow's disease, anaemia, dysmenorrhoea and groin pain had resolved and the migraine was resolving. The reporter considered adnexa uteri pain, alopecia, anaemia, basedow's disease, cough, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, menorrhagia, migraine, rash, tearfulness, tooth fracture, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had need for an additional surgery. Discrepancy in insertion date-earlier date 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media : tearfulness, cough, adnexa uteri pain. Lot number: 623215, manufacturing date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.